Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the endoscopic image disappeared while angulation to down direction. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was inspected at olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated due to the disconnection/short-circuit of the image sensor cable. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, there was the possibility that the reported phenomenon was attributed to the failure of the ccd unit or the electrical circuit board of the video connector, or the system. If additional information becomes available, this report will be supplemented.